Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (date). The patient's blood glucose (bg) levels reached 235 mg/dl while wearing the pod for an unspecified amount of time. The patient also reported having adhesive issues with their pod but would apply tape to hold up the pod and continue wear. The patient then removed the pod and went to the emergency room (ER) to treat their bgs. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an unspecified fluid and insulin. The patient was released the same day ((B)(6) 2025).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone12.8 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.